Event description:
We have had several instances of the novaplus infant heel warmer exploding when squeezing for activation, which can result in injury to staff and/or patients. It is unclear at this time if this is isolated to a specific lot number.